Event description:
It was reported that the device had a service indication and fault codes logged in the memory indicating possible critical failure. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.